Manufacturer narrative:
Continuation of d10: product ID 37751 lot# serial# (B)(6) implanted: explanted: product type recharger product ID fp9000l lot# serial# unknown implanted: explanted: product type accessory h3: analysis of 37751 recharger (B)(6) found recharger board damaged, solder pad damaged on recharge board. Replaced recharge antenna due to discolored cable. This was a cosmetic issue only and did not affect normal function of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: fp9000l (serial: unknown); product type: 0001-accessory; implant date n/a; explant date: n/a. Section d references the main component of the system. Other medical products in use during the event include:   brand name restore; product ID: 37751 (serial: (B)(6)); product type: 0213-recharger, brand name ; product ID fp9000l (serial: unknown); product type: 0001-accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient stated their recharger (insr) was not turning on. Patient said they used it the other day and put it up in their bedroom, but last night they went to charge their implanted neurostimulator (ins) and it wouldn't turn on, so they plugged into desktop charger and this morning realized the insr didn't take a charge, still won't turn on and was making a little beeping sound every once in a while. Patient service specialist had patient try to reset the insr, but was not successful. The issue was not resolved. Agent reviewed information about transition to wireless equipment and sent email to reps in area. An email will be sent to repair for wireless recharging kit after a rep responds. Pt mentioned they can definitely tell when the ins battery runs out., case re-opened due to email response. Agent sent email to repair for rs7200 wireless recharger kit for patient with 37751 and l belt.